Event description:
A malfunction was reported on the pump, indicated by a malf 12 code. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, allowing the customer to continue using the pump without further malfunction. The customer was advised to report any recurring issues.